Event description:
The facility initially reported receiving an error code during the procedure. They rebooted the system several times, the error code continued, and they had to cancel cases. During f/u the customer stated there were no cases cancelled. The case was completed without any pt injury, and it was the last case of the day. On 04/25/2007, the facility stated the doctor was not satisfied with that surgery. The returned questionnaire stated they were still doing the vitrectomy when the event occurred. There was no pt injury; however, the pt had a vitreous hemorrhage one day post-op. Pt outcome is unknown. Additional information has been requested.

Manufacturer narrative:
The company service rep checked the system and was unable to duplicate the reported problem. The front panel controller printed circuit board, power and communication cable to host were replaced for diagnostic purposes. The system was checked to specifications; meets all specifications required by standard test procedure. Investigation, including root cause analysis is in progress.